Event description:
It is reported that the pt was revised due to leg length discrepancy.

Manufacturer narrative:
Evaluation summary: the primary surgical note state that the preoperative leg length had been reconstructed according to the intraoperative measurements. The revision notes stated that the pts leg length had been reconstructed to within 1-2mm of her preoperative leg length. The pt had requested that their leg length be lengthened between 1.5-2 cm. Based on the info provided, the revision was requested due to discomfort from the leg length discrepancy and not due to failure of the implant itself. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.